Manufacturer narrative:
H6 correction: added f1903 b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to explain how the device may have caused or contributed to the numbness on their left side, they responded, "well I never had these problems before I had the device put in so since it's been out everything has come up." When asked what actions or treatments were or would be taken to resolve the issue, they replied, "I've had test x-rays, ultrasounds, and mris done cause I'm swelling now cause I was in a wreck and I got a pinch nerve." The issue was not yet resolved. The cause of the device being defective which led to system removal was reportedly determined. When asked what most likely caused or contributed to the issue, the patient stated it did not work like the test run on any level or speed, so it was a defect, and they were always going more after a week than before they got the device. The issue was not yet resolved. They stated they now gained fluid a lot. The doctor had taken out their device.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that the interstim system was removed because the device had been defective and the patient was having numbing issues on the left side. The patient stated that the problems started about 5 days following implant. The interstim was removed in (B)(6) 2021. The patient requested their handset be wiped and patient services requested the wipe via phone call to mobility.